Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the connecting bolt of the alignment frame broke during surgery.

Manufacturer narrative:
The lateral alignment frame was returned for review. Visual inspection of the alignment frame (a-frame) showed signs of use. The thumb screw was noticed to be sheared off at the base of the threads. With the apparent damage, the device no longer functioned as intended. The rubber washer between the frame and screw was not returned. The insertion point of the screw and the base of the screw show signs of polishing. This indicated proper use of the washer. Device field age is noted to be approximately 1 year and 4 months, prior to the event, based on the manufacturing date. Hardness testing conformed to the product specifications. Receiving inspection reports indicate the device was manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. The reported device is used for treatment. With the information provided a definitive root cause for the thumb screw fracture could not be determined.